Event description:
Initial report received on (B)(6) 2011 from a dermatologist via company representative. A female patient, age unspecified, experienced inflammatory edema and fever after injection of poly-l-lactic acid (sculptra). The patient's relevant medical history of two injections of poly-l-lactic acid (sculptra) with good tolerance. Concomitant medications, if any, were not reported. On (B)(6) 2011, during an injection workshop, she received injections of one flacon of poly-l-lactic acid (sculptra) batch number a0035. An unspecified time frame later, she experienced inflammatory edema and fever. Corrective treatment was initiated with corticosteroids po and antibiotic drugs nos. Outcome is unknown. (B)(4). Further information had been requested. Pharmacovigilance comment: this case lacks information for a proper assesment. The occurrence of isolated fever is not listed with poly-l-lactic acid. Nevertheless, its occurrence could be linked with an injection site infection which is listed. Further information has been asked.